Manufacturer narrative:
Qn# (B)(4). The serial number on the returned sample is (B)(6). No lot number was reported. The lot number for the returned sample is 18f24m0167. Returned for investigation was a 40cc 7.5fr ultraflex intra-aortic balloon catheter (iabc) with the original packaging box that does not match the serial number for the returned sample. The sample was returned in a cardboard box and was loosely packed within the original packaging carton. Upon return, the one-way valve was tethered to the short driveline tubing. The bladder was fully unwrapped. Bends to the central lumen were noted at approximately 27cm and 47cm from the iabc luer. The iabc central lumen was noted broken at approximately 5.9cm from the iabc distal tip. Dried blood was noted on the exterior surfaces of the returned sam-ple. Some blood was noted within the bladder/helium pathway. The one-way valve was tested and passed. A vacuum was pulled on the one-way valve, and it held for at least 1 minute according to quality system document. An attempt to aspirate and flush the iabc central lumen using a 60cc lab-inventory syringe was unable to be successfully completed. Upon aspiration, water was unable to be consistently pulled into the syringe. The attempt to flush resulted in bladder inflation, indicating a crossover leak between the iabc helium pathway and iabc central lumen. The iabc was leak tested in accordance with testing methods from manufacturing procedure. A leak was immediatel y detected from the iabc distal tip and iabc luer end. The leak from the iabc distal tip and iabc luer end are consistent with the previously confirmed broken central lumen. The iabc was leak tested again with the iabc distal tip and luer end blocked off; no other leaks were detected. A lab inventory 0.025in guidewire was back loaded through the iabc distal tip. No resistance was noted; the guide-wire exited the central lumen and entered the bladder at the location of the broken central lumen. No blood or debris was noted. The guidewire was front loaded through the iabc luer. No resistance was noted; the guidewire exited the central lumen and entered the bladder at the location of the broken central lumen. No blood or debris was noted. Further testing was conducted on the iab central lumen. The wire round was unraveled on the proximal end of the catheter. Upon microscopic inspec-tion, there was evidence of adhesive/ glue at the bond location; indicating the central lumen was properly manufactured. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint for "the central lumen ruptured and blood regurgitation occurred" is confirmed. During the investigation, the intra-aortic balloon catheter (iabc) central lumen was noted broken near the iabc distal tip, which allowed blood to enter the helium pathway. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to the broken central lumen. The root cause of the complaint is undetermined. No further action required at this time. This will be monitored for any developing trends.

Event description:
It was reported " after the catheter inserted into the patient. The central lumen ruptured and blood regurgitation occurred. A new catheter was replaced and reinserted". No patient injury or consequence reported. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4).

Event description:
It was reported " after the catheter inserted into the patient. The central lumen ruptured and blood regurgitation occurred. A new catheter was replaced and reinserted". No patient injury or consequence reported. The patient's current condition is reported as "fine".